Manufacturer narrative:
(B)(4). Concomitant products: unknown cup; unknown head ; unknown stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified suspected loosening of the acetabular implant with mild protrusio. Polyethylene liner wear. Marked osteopenia. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01237.

Event description:
It was reported patient has been indicated for revision due to cup loosening and bone loss; however, no revision has been reported to date. Radiographs received shows implant wear. No further event information available at the time of this report.